Event description:
It was reported that thrombus occurred. In (B)(6) 2014, the watchman ® laa closure device was deployed in the left atrial appendage with one recapture due to position being too distal. No other issues were reported. In (B)(6) 2015, during an laa imaging follow-up, a thrombus was noted in the area of the central part of the watchman device, 1.2 x 0.7cm. Medication was given/regimen adjusted and the event was considered recovered/resolved one month later.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).